Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot #73j1600134 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The clips are getting stuck. No clips fell into the patient's body. The patient's condition was reported as fine.